Manufacturer narrative:
The device is not available for evaluation. If additional information is received it will be reported on a supplemental report. The product was discarded by the facility at their location.

Event description:
It was reported that three years post-op it was discovered that the recon plate (no bone overgrowth) was fractured, which then caused a revision surgery to occur. It was recorded that patient had been non-compliant with the surgeon's post-op instructions (chewing hard food, etc.). The original surgery was reported as being completed successfully.